Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the eval a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the anti rotation pin, which was logged between the trigger and face plate.

Event description:
The handpiece was returned to the manufacturer for service, and during the eval the device continued to run on its own. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.